Event description:
Reporter stated that a patient urine sample tested negative for erythrocytes on the urisys 1100, while a visual read of the test strip showed a value between 50 - 250 erythrocytes/microliter. No action based on device result was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.